Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water leakages from the instrument/suction channel, biopsy channel perforated, angulation play, and bending tube corroded. The faulty parts were replaced, and the device was returned to the user facility. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, the scope acoustic lens breakage occurred due to the same cause as other breakage, but it could not be judged whether the breakage was due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had air/water leakages or fluid invasion. The event occurred during examination and the intended procedure was a diagnostic linear endosonographic with cystic puncture. It was reported that the procedure was completed using similar device. Upon inspection and testing of the customer returned device, the scope adhesive was found peeling off or cracked. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.